Manufacturer narrative:
Troubleshooting of the device with the customer and a replacement battery pack, identified the AED had a logged service code and the cause of the AED not powering on appears to be related to the user failing to address the unit's condition which resulted in the depletion of the battery pack. The maintenance requirements, as specified in the device IFU, were reviewed with the customer.

Event description:
A customer reported that their AED would not power on. They reported that this did not occur during patient use.